Event description:
New information received notes that the device was explanted and replaced. The device battery was at end of life (eol). The patient¿s condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, backup vvi mode issue was observed on the device. A download was not performed due to low battery status. Device replacement would be scheduled. No patient consequences were reported.